Manufacturer narrative:
A device history record (DHR) review, similar complaints review, dimensional check, functional check, initial condition exam and visual/microscopic exam were performed as part of the device evaluation. The DHR review found no issues or discrepancies, confirming that this device met all required specifications. The similar complaints reviewed revealed that there were no other complaints associated with this batch. While similar complaints were found in reviews across the product family for the reported and analyzed issues, no adverse trends were identified for the issues. Measurable dimensions were found to be within specifications in the dimensional check. Slight friction was noted in the functional check. The device in question was returned with all components. The presence of dried blood added difficulty to the visual/microscopic examination. The device in question (coil) was advanced out of its introducer sheath for a more detailed examination; friction was noted. Results from the visual/microscopic exam found that the device in question (coil) was broken near the detachment zone, but was still attached to the delivery wire through an internal component (suture). Based on the facts and findings, the users complaint was confirmed; however, boston scientific cannot conclusively determine the cause of the user's experience. There is a precaution in the directions for use (dfu) which states that the device in question "is designed to be delivered through a boston scientific target 2-tip infusion catheter. The compatibility of the gdc system with other catheters and with other coil delivery devices has not been established." This was not adhered to in this case.

Event description:
It was reported to boston scientific in 2007 that "the coil felt 'gritty' through the microcatheter. (Echelon .14 mti microcatheter). When the dr. Removed it, the coil appeared to be stretched at the proximal portion near detachment zone. Coiling was completed at that time, no further coiling neccessary." Follow up responses determined the gritty feeling to be resistance, and was noticed when advancing the device in question (coil) to the target site. This was an aneurysm coiling procedure of the brain. It was reported that there were no patient complications and that the patient is "fine at this time." Results of the investigation on 02/02/2007 found the device in question to be broken, though still attached to the delivery wire.